Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and a motor error. The customer¿s blood glucose level was 230 mg/dl at the time of the incident and treated with manual injection. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was normal. No motor error troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump was received with detached end cap. Unable to confirm compromised forced sensor alarm, motor error alarm or perform the self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to end cap anomaly. Pump passed stop current test and run current test. Motor passed motor test. Pump had cracked case at display window corner, reservoir tube lip, reservoir tube, minor scratched display window and missing end cap sticker.